Manufacturer narrative:
A ge rep evaluated the system and regreased the candlestick connectors and performed a filament calibration. System operates as intended.

Event description:
Customer reported there are no images on the screen. No pt injury was reported.